Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that after use a tube broke during centrifuge with an unspecified bd vacutainer® cpt¿ cell preparation tube. The following information was provided by the initial reporter: customer stated that the blue and black tiger top tube broke during centrifuge. Product details are not available as the tube shattered. There was no serious injury nor blood exposure, but the customer would like what they can use to clean up the gel.